Event description:
It was reported that approximately two weeks post cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the patient presented with an area of dark necrotic tissue at the lateral border of the cardiac resynchronization therapy defibrillator (crt-d) implant incision site and wound dehiscence was noted. The patient stated that things looked good after initial bandage removal however the site later became inflamed with noted discomfort, redness and swelling. A superficial infection of the wound was suspected. The patient was treated with antibiotics and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.